Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported a patient caused physical damage to the device. As a result, there was a loss of life due to device shortage at the customer site.

Manufacturer narrative:
The product associated with the event was returned and evaluation / analysis was performed. The engineer determined the issue was associated with the spo2 not working, the non-invasive blood pressure (nibp) pump leaking, along with the display bezel and side have cracks. Additionally, the handle kit and battery case are broken. The customer was provided a quote for parts/services. It is unknown how the issue was resolved. The customer has denied the quote provided, therefore the device will be returned, unrepaired, back to the customer site. No further investigation or action is warranted at this time.

Event description:
It was reported a patient caused physical damage to the device. As a result, there was a loss of life due to device shortage at the customer site. The device was not in clinical use.